Event description:
It was reported that a small volume intermate was damaged. The damage was not specified. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The lot 13c033 was manufactured between march 18, 2013 and march 19, 2013. Evaluation summary: the sample was received for evaluation. Visual inspection identified a circular crack on the coiled cap, verifying the reported problem. No cause could be determined for the reported condition. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.